Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/04/2019. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was obtained: event date: (B)(6) 2018 procedure date: (B)(6) 2018.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an umbilical hernia procedure in 2018, and a suture was used. During surgery, the needle broke in two. Both parts of the needle were found. There were no adverse patient consequences reported. No additional information was provided.